Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller reported that patient went to the ER over the weekend on saturday evening because the battery got hot and started shocking the patient. Shocking was being felt in target stim area and hating from being felt internally at ins pocket site. Caller said they turned stimulation off over the weekend (and put ins into MRI mode) and symptoms from the shocking went away, but the battery was still hot for a couple hours afterwards. Caller confirmed patient did not have any falls or trauma, and the shocking started randomly out of the blue when patient was laying on the couch. Caller did not see any low or high impedances around the 1200s or 1100s, and connections looked all good. Palpation at ins site today in clinic was negative for any stim changes or other symptoms. Caller mentioned th at patient has lost 30-40 pounds since late last year, and it felt like the stimulator might have migrated downwards some, but x-rays taken today looked normal overall. The last reprogramming of the ins per caller was around nov 2025. Caller will follow up with patient to see if they want to keep the implant or have it replaced. Tss reopened case to send email to caller for collecting session <(>&<)> manufacturer report. Caller sent in session <(>&<)> manufacturer report. Closing case for now.

Manufacturer narrative:
Correction to regulatory report #3004209178-2026-05240: initial reporter set as rep originally when patient reported information to the rep, corrected to patient. Section e and section g2 updated accordingly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was unknown. The battery was turned off, the battery cooled down. The issue was resolved and the patient was not hospitalized.